Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product: sy645ts - ennovate polyax.screw 7.5x50mm canulated. According to the complaint description, postoperatively patient had a revision surgery on an unspecified date due to a loosening of material. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional patient information is not available. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: d4 - batch number, expiration date, d9 - product return, h3 - yes, evaluation, h4 - manufacture date, h6 - codes updated. Investigation results: visual inspection: the threaded body shows no damages like sheared off or damaged thread flanks. Apart from very slight wear from the screwing- in process, the hexagon inside the head shows no damages or deformation. The threads on the inside of the head that hold the set- screw are also in perfect condition . Apart from slight scratches - most probably caused during the revision - the rod contact surface inside the head shows a uniform wear pattern. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: on the basis of the investigation and the current information, a definitive root cause for the mentioned failure could not be determined. The complaint problem could not be confirmed with the information available. There are no hints regarding a material, manufacturing, or design-related failure./ problem. Based upon the investigation results, a CAPA is not required.